Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the working length was damaged, the distal pierced hole (extrusion) was torn which displaced the cutting wire causing the wire anchor to be dislodged from the extrusion. The wire anchor was also noted to broken which was not returned and the cutting wire was blackened. The resistance across the connector and the cutting wire was within specification. It was found during the investigation of the returned device that the wire anchor was dislodged and broken. According with the information reviewed in this case there is no evidence of manufacturing issue or mishandle of the device. These types of damage is associated with a known design limitation of the device in which under certain scenarios of usage the catheter can tear, this is an anticipated failure mode within the risk documentation of the product. Therefore, a conclusion code of design inadequate for purpose was assigned to this complaint, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device would not cut. The procedure was completed with a second dreamtome rx 44, using the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine. This event has been deemed a reportable event based on the product investigation results: wire anchor dislodged and wire broken.